Event description:
During preparation of the device for a cardiopulmonary bypass procedure, it was reported that the user broke the latch on the centrifugal drive motor. The device was not changed out. There were no reported adverse consequences to a pt as a result of this event.